Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspection was performed on the returned device. The reported complaint was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported complaint appears to be related to operational context as it is likely a mix-up occurred at the hospital. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.

Event description:
It was reported that during unpackaging, the label in the pouch did not match the chipboard box: the pouch was labeled as a 3.0x15mm rx nc trek while the chipboard box was labeled as a 3.0x20mm rx nc trek. The device was not used. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.